Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The difficulty connecting was not confirmed with the returned rotating hemostatic valve (rhv); however, it was determined that the connection issue was due to the non-abbott stopcock. The returned non-abbott stop cock would not form a secure connection to the side luer of the rhv. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulty was due to the non-abbott stopcock. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during a diagnostic cerebral angiogram, a stopcock was attached to the rotating hemostatic valve (rhv). During saline injection into the rhv y-port, the stopcock popped off. The stopcock was unable to hold a secure connection to the rhv y-port. There was no break or material integrity issue noted. Another rhv was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.